Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer they suspected an allergic reaction. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an allergic reaction to the catheter could not be confirmed. The product returned for evaluation was one 5fr tl powerpicc catheter. A gross visual inspection of the returned unit found liquid inside the extension tubing. No other remarkable features were observed. The catheter was leak tested by flushing water through the luer using a 12ml luer lock syringe, but no leaks were observed. No damage or defects were observed on the returned unit which might contribute to a patient reaction. Therefore, based on the available evidence, the customer's reported defect could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.